Event description:
It was reported that a male pt was in the operating room for open heart surgery, coronary artery bypass graft surgery x 4. The intra-aortic balloon (iab) was inserted at the end of the case for pt support. The right femoral artery was accessed and the super arrow-flex (saf) sheath inserted. The balloon product was prepped and when inserted in the saf sheath, it became stuck and would not advance. The iab and saf were removed together and a new one was inserted via the same insertion site successfully. A delay of a few minutes was noted to obtain and insert another catheter. There was no pt death injuries or complications noted and the pt outcome was okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.